Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. A product history search identified no other complaints for the part and lot combinations of the tibial or femoral components. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A letter from the patient indicates that the surgeon had requested metal allergy testing. A definitive root cause cannot be determined with the information provided.

Event description:
Upon receipt of additional information, it is now known that the patient did not undergo an additional surgical procedure.

Manufacturer narrative:
(B)(4). Other devices used: catalog #42540000038, persona all-poly patella, lot #62933438 catalog #42512400810, persona articular surface, lot #62923934 - manufactured by zimmer inc. (B)(4). Catalog #42500606801, persona cemented femoral component, lot #62928491 - manufactured by zimmer, ltd. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to implant failure. It was not healing to satisfaction.